Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that, the patient went to emergency room on (B)(6) 2024 due to infusion set's bent cannula. The blood glucose level was 22mmol/l at the time of event and the patient got treated with insulin pens. Patient had ketones. No further information available.